Manufacturer narrative:
The development of the zenith device followed qsp01 and successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this wire guide could prevent/reduce the failure mode from occurring and/or reduce the probability of the worst case severity that could occur. A physician reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity that could occur. The proximal trigger wire contains an etch mark that is specified to be at a certain location. The proximal trigger wire is verified to be placed/routed properly on the delivery system and through the appropriate locations on the stent graft on each device. We have implemented changes to the loading procedures that will possibly prevent damage to the trigger wire. No product was received to assist in this investigation. Without the actual complaint device, it is not possible to determine the exact cause of the difficulty encountered. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male underwent aaa repair in 2008. The physician had difficulty releasing the black trigger wire of the flex main body but it did finally let go. After that, the physician was removing the top cap and it got caught on the suprarenal stent and bent the bare stents (1820334-2008-00699). He was able to fix one of the stray stents with a balloon but was still left with one sitting in the lumen of the aorta. This caused the fabric to pull away from the wall causing a type I endoleak. The physician attempted to solve the problem by placing a main body extension. The type I endoleak remained.